Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medical device report: 3004209178-2014-86629.

Event description:
Caller also stated that customer was having problems with the sensors. Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 1200 mg/dl. Customer is unconscious. Caller stated that sensors have been bent in the past and she did not report. Advised caller that replacement sensors will be mailed. Nothing further reported.